Manufacturer narrative:
The product was not returned and the lot number was not provided. A consumer reported she experienced pain and redness on her left eye after she rinsed her contact lens with the solution prior to insertion. The consumer also reported she was diagnosed with a chemical burn and was given erythromycin ointment to use. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and consumer report of chemical burn are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported she experienced pain and redness on her left eye after using the product incorrectly. She rinsed her contact lens with the solution prior to insertion. She visited the emergency department at a (B)(6) hospital the next day. Consumer reported she was diagnosed with a chemical burn, was given erythromycin ointment to use and instructed to continue washing her out eye. She was also instructed to follow-up with her primary care doctor. A follow-up was made with the consumer and she stated her eye was red for two months. She states the bottle is very similar to a multi-purpose solution and that the packaging should be changed. She did not want to provide additional information or be contacted again. No medical records were obtained. Consumer also reported through voluntary medwatch program, medwatch # mw5042552.